Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the cover (identified as the "c-cover") was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced angular failure malfunction. It was unknown when the issue took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that a foreign object was attached to the plastic distal end cover (c-cover). This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
During the device evaluation, the reported issue of angulation malfunction was confirmed. Inspection noted that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob (u/d knob) was out of the standard value. In addition, adhesive on the bending section cover a-rubber had a chip. Adhesive on bending section cover (a-rubber) had a white-clouded area. The plastic distal end cover c-cover has foreign objects. This condition is due to insufficient reprocessing. Paint on air/water cylinder (aw-cylinder) was peeled. The paint on suction cylinder (s-cylinder) was peeled. The switch button had worn. The light guide had a chip. The plastic distal end had foreign objects. The connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.